Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024 brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider regarding an implantable neurostimulator (ins). The indication for use was unknown. It was reported that the per a call to the patient on (B)(6) 2024, it was confirmed that the implanted pain stimulator system was removed due to infection. Additional information was received from the patient's healthcare provider (hcp). The hcp the wound was inspected and wound cultures were obtained. Pus was noted coming out of the lateral fashion. The battery was removed from the pocket and there was some bleeding. Both leads were also removed. There were no complications.